Event description:
The customer reported that prior to use on a pt, the unit displayed an "electrical failure code #57" alarm after "powering up". The unit was cycled off and on three more times. After each "power up", the same "electrical failure code #57" alarm was displayed. The pt was switched to another unit and therapy was limited. No pt injury was reported.